Event description:
It was reported that the patient experienced syncope. The device wavelet did not work and the patient got treated for supra ventricular tachycardia (svt) with two anti-tachycardia pacing therapies; however, the patient was not treated for ventricular tachycardia (vt) and no shocks were delivered. Programming options were discussed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1688tc competitor implantable pacing lead 2012-(B)(6). (B)(4).